Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, pentax medical received addtional information regarding this event which included information about the patient being recalled for screening on or about (B)(6) 2015. The results of the patient screening were negative for cre. In addition, further screening will not be performed on the patient. Pentax medical received video duodenoscope model ed-3490tk/serial (B)(4) on (B)(6) 2015. Incoming inspection detected insertion tube bubbling, a chipped light carrying bundle distal cover glass, zero deflection on up/down and right/left angulation, resistance in the primary operation channel, and worn silicone on the objective lens. Repairs were not performed on the duodenoscope as pentax medical shipped the duodenoscope to the manufacturer on (B)(6) 2015 for further evaluation.

Manufacturer narrative:
(B)(4).

Event description:
On 9/28/2015, pentax medical was made aware of a report (mw5042669) through an on-line search of the FDA maude database. The information provided in the database referenced ercp scope model ed-3490tk and stated, "after appropriate cleaning and high level disinfection routine culturing on the device elevator produced a positive result for carbapenem-resistant enterobacteriaceae (cre). This patient is at risk for potential exposure to the organism."